Event description:
Related manufacturer reference number: 2017865-2021-31295. It was reported that the patient presented in clinic for follow-up. The patient complained of pain at the pocket. Also, it was noted that the right ventricular lead threshold was slightly elevated. The patient had a pocket revision due to patient complaining of pain at the pocket. The right ventricular lead was explanted and replaced. The patient was stable post-procedure.